Event description:
Patient reports that he has been diagnosed with bladder cancer (B)(6) 2025, tumor was removed. One syringe into right knee once a week for 3 weeks in md office. Prescriber contact information: (B)(6).